Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the motion drive board was adjusted to within tolerance. They could not duplicated the monitor turning off issue. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system's software on the mobile view station (mvs) blanks out. The site also stated that they were having issues with drive motion as well. There was no patient present at the time of the event.